Manufacturer narrative:
Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001609 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and air flows back into the side port issue occurred. It was reported that when the vizigo sheath was inserted, air was visually observed in the side port. The sheath was replaced, and the procedure was completed without any problems. No adverse patient consequence was reported. Air was not introduced into the patient. The physician did not perform any maneuver to eliminate bubbles. No medical intervention was required. The patient has not exhibited any neurological symptoms since the procedure was completed.